Event description:
Information received from the field does not address the patient's clinical status but notes that the patient was in the hospital for unknown reasons. Interrogation of the device revealed intermittent back-up operation.